Event description:
Patient getting off of pacu stretcher and received a gash, requiring stitches on right leg from pedal of stretcher - the cover on it had come off and the exposed part was sharp enough to cause injury to patient.